Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year and 3 months after the dental implant was installed in patient's mouth, and 10 months after prosthesis installation, it was verified its loss of osseointegration. Fifty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.